Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient felt like they were being shocked when the modular cable connection was not tightened all the way. Log files were submitted for review. The event log file captured routine events. There was nothing in the log file from an electrostatic discharge pump reset event.

Manufacturer narrative:
Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: the report of the patient feeling an electrical shock could not be confirmed through this investigation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remained ongoing until (B)(6) 2025 when they expired due to an unknown reason reported under MFR #: 2916596-2025-04869. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, and the heartmate 3 patient handbook, rev. D, are currently available. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.